Manufacturer narrative:
An event of heart block and surgical intervention was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4446 heart failure/congestive heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29 mm navitor vison valve was chosen for implant using a large flexnav delivery system. A 22 mm bav balloon was used to predilate. The valve was successfully implanted at 4 mm on the ncc. Upon removing a non-abbott guidewire from the catheter, the wire got stuck at the tip. The physician decided to advance the wire and remove the delivery system over the wire. While in the recovery unit, the patient developed heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The following day, the patient had a permanent pacemaker implanted. The patient was reported stable.